Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized twice due to unexplained high blood glucose. The customer reported that they were hospitalized last (B)(6) 2016. The customer's blood glucose was 380 mg/dl during hospitalization on (B)(6) 2016. The customer's blood glucose was 249 mg/dl during hospitalization on (B)(6) 2016. The customer stated that they found infection which was causing the unexplained high blood glucose. The customer stated that they were wearing the insulin pump both hospitalization. The insulin pump will not be returned for analysis.